Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age (B)(6) and gender male) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned, instead the clinical file was returned for investigation. Review of the clinical file from the event determined the algorithm provided the appropriate results. The device worked as designed and intended based on the limitations of the available technology. Analysis for reports of this type has not identified an increase in trend.